Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 484 mg/dl, which was treated with manual injection. Customer's blood glucose at the time of call was 301 mg/dl. Customer had no symptoms of high blood glucose. It was reported that customer had received a steroid shot. Customer did not go to the hospital but did contact healthcare professional. Troubleshooting was performed on insulin pump and it was found that drive support cap appeared normal and there was an air bubble in reservoir and infusion set. Customer was assisted in clearing air bubble. Customer declined high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.